Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. H6 - (component code, type of investigation, investigation findings and investigation conclusion). D6a: unknown date in 1955. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately unknown months after a total knee replacement procedure, the patient has experienced pain and ambulation difficulties. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
PMA 510k cannot be determined; device is unknown, the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.